Event description:
A vaxcel pasv mini port was inserted for therapeutic purposes in 2005. Upon noting skin irritation during infusion, an x-ray evaluation showed the port had disconnected from the catheter. The catheter migrated to the heart and was retrieved with a snare. A new port was placed two days later.